Event description:
The user has a worsening in sound perception with the device. Anytime soon, the user will be reprogrammed in order to check the in situ measurements again and its variations.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are considered but no date has been scheduled yet.

Event description:
The user has a worsening in sound perception with the device. Reprogramming in order to check the in situ measurements and its variations was planned.